Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that video lags, freezes, becomes distorted. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection of the returned product, the error description provided by the customer, "during playback, the video intermittently lags, freezes, or becomes distorted ", could be confirmed. Further, the provided videos show the failure also very clearly. The cause of this recording defect is a random component failure within the motherboard. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. Further, it was found the unit running an old software version, which is independent from the reported issue. This event is filed under internal complaint ID (B)(4).